Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting the infusion set tubing with multiple cartridges during the load fill tubing sequence. Customer's blood glucose level was 145 mg/dl. Customer changed the cartridge and infusion set multiple times to resolve the issue.